Event description:
Bilateral inguinal hernia repair. The physician inserted the extra view balloons and inflated them. The balloons deflated during the procedure, and the physician re-inflated them several times. When the product was removed at the end of the procedure, it was "out" noticed there was a hole in the balloons. Just prior to extubation, the patient was noted to have puffy face and crepitus. They were transferred to a hospital where they were monitored and discharged the following day.